Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator/monitor, indicating that the operational check failed. The rse evaluated the device remotely and determined that the electrode plates were not clean enough to perform the operational test. After cleaning the electrode plate, the test was successfully performed, and the device was returned to full functionality. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was insufficient cleaning of the electrode plates. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer cleaned the electrode plates, reran the operational test without issue, and the device was returned to service. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
It was reported to philips that the heartstart xl+ defibrillator failed the operational check. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution name: (B)(6). Reporting address line 1: (B)(6).